Event description:
Caller stated that medical attention was sought on (B)(6) 2022 between the hours of 2:00-3:00am at home. End-user stated that he tested his blood glucose with his prodigy meter and received a result of lo. End-user stated that a normal result for that time of day is usually around 200mg/dl. The end-user stated that he started to become sweaty and called paramedics but was unsure as to how long after testing he called. End-user stated that there was no food or medication consumed when waiting for paramedics to arrive, he said he only drank water and laid down. The end-user stated that the paramedics gave him a glucose solution to raise his blood glucose. However does not recall what the result was. End-user also stated he was on a sliding scale for his insulin but declined to provide the sliding scale information. No additional information has been provided.